Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device revealed numerous kinks throughout the hypotube and there was a complete hypotube separation 43.5cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Also, the tip was damaged.

Event description:
Reportable based on device analysis completed on 03/05/2020. It was reported that the shaft was damaged. A 12mm x 2.50mm nc quantum apex was selected however, during unpacking, it was noted that the shaft was damaged. The procedure was completed with a different device. No patient complications were reported and patient status was stable. However, device analysis revealed a shaft break.